Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s black insulation ring sometimes falls off. Device was not bumped or dropped, nor was there a car accident. Customer¿s blood glucose level at the time of the incident is 15 mmol/l. No further details or information available. The insulin pump will be returned for analysis.